Event description:
Insert was placed on tibial baseplate. Several attempts were made to snap insert on baseplate. Insert would not snap on baseplate. Second insert snapped on baseplate and was secure on first attempt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.